Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: improper component placement.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment of an abdominal aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. Deployment of the trunk-ipsilateral leg component resulted in unintentional coverage of the right internal iliac artery by the ipsilateral leg. A balloon catheter was used to push the ipsilateral leg up . The half of the right internal iliac artery ostium became patent and enough blood flow to the right internal iliac artery was confirmed. After that, the contralateral leg component ((B)(4)) was deployed in the left side. Procedural angiography revealed a slight proximal type I endoleak from of the trunck-ipsilateral leg component and a distal type I endoleak from the contralateral leg component ((B)(4)). Ballooning was performed to resolve those endoleaks using a sg balloon catheter manufactured by (B)(6) medical products ((B)(4)). It was confirmed that the both endoleaks were resolved. However, it was observed that the dissection of the left internal iliac artery. A metal stent was placed in the left internal iliac artery and the dissection was resolved. The procedure was completed without further issues and the patient tolerated the procedure. The physician commented that the tip of the balloon was thought to be slightly outside of the stent graft during ballooning of the distal part of the contralateral leg component. It was also reported that severe calcification in the entire common iliac artery possibly contributed to the dissection.